Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 13 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube (device cap) was returned mated with the hub of the hemostasis sheath. Hemostasis sheath was cut through the proximal region of the sheath and only the hub portion was returned. No other accessories components were returned. Visual inspection revealed that the hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve. The carrier tube assembly and the hemostasis sheath were mated properly. The deployment sleeve was in the full forward lock position with color bands concealed. The cut was subjected to a top view under the microscope and tamper tube was confirmed. The anchor and collagen were not returned for analysis. No other anomalies were noted. The device sleeve was pulled and was able to be moved into rear lock position, the color bands were exposed. To address the allegation of locking issue, the carrier tube was separated from the hemostasis sheath hub and the locks were subjected to microscopic analysis. No deformations were noted. They were mated again together a snap was heard confirming the locking of device sleeve to the hub. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually, and several turns of the suture were present within the suture wind disk. No gross anomalies were noted with the tensioner plug. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. IFU states: "maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible". "Once the anchor has been deployed correctly and the device cap has been locked into the rear position, slowly and carefully withdraw the device/ sheath assembly along the angle of the puncture tract position the anchor against the vessel wall." Based on the finding of the evaluation, the complaint could be confirmed for deployment difficulties while pulling back since the returned device was severed which indicates that some form of resistance occurred. The suture was able to be unwound easily upon functional testing. Based on the available information, no conclusion can be drawn as to the cause of the user's difficulties. However, it is clear that the anchor was likely not posted when the device was pulled back which could have caused the resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date - device was not explanted. Occupation- cardiovascular medicine. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second event reported, for the first event reported with the same device that was used on the same patient see MDR 3013394970-2021-00249.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, there was no clicking sound that occurs when they fit properly, however the procedure was proceeded. Then, the device/sheath assembly was withdrawn to position the anchor, although the suture locked and could not be pulled. During this time, 30 seconds had passed. The insertion sheath was cut at around the letter a of seal on the sheath. While maintaining tension on the suture, the collagen was pushed using the tamper tube to achieve hemostasis. After the procedure, the collagen protruded from the skin, so it was pushed under the skin using forceps. Hemostasis was successfully achieved by the device and manual compression. The patient lost consciousness after the procedure due to heavy bleeding during hemostasis and was recovering. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Multiple sticks were not performed. An ultrasound and a CT were not performed to diagnose the bleed. The damage to the patient's health was not serious and she is now recovering. The estimated blood loss was greater than 250cc's. Bleeding occurred in the procedure room. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.